Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with saline mentor smooth round moderate plus profile 500cc breast implants filled to 600cc and experienced deflation on the right side and device migration on the left side. As a result, the patient underwent removal and replacement of the right side device along with a capsulotomy and reinsertion of the left side device on (B)(6) 2019. This report is for the left side.